Manufacturer narrative:
Investigation summary: the device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample without original package or lot number were received for evaluation. After performing a visual inspection, a detachment of the sure grip connector and missing solvent was observed. A gemba walkthrough the manufacturing area with the multifunctional team (quality, manufacturing, engineering) was conducted. After the walkthrough, an exact root cause could not be determined however a potential root cause could be due to missing adhesive resulting from a variation in the sensor that detects and alarms the system. When the application of adhesive is performed, the sensor inspects the devices for the correct amount of adhesive. However, if the sensor has a variation then the issue of missing solvent may occur and be undetected. A work order was created to document the sensor settings. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the blue suregrip was found to be detached from the tubing when the product was taken out of the individual package, there appeared to be a bonding failure. There was no patient injury.